Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery and high blood glucose level of 600+ mg/dl. The customer reported the symptoms such as nausea. The customer was treated with manual injections. Customer's blood glucose value was 600+ mg/dl at time of incident. Customer's current blood glucose value was 172 mg/dl. Customer reports that the fill cannula was not working. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check their settings. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.